Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse below lower limit) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
On 03/08/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor delivered a low energy pulse.